Manufacturer narrative:
Diopter: +22.00 brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Visual inspection of the returned product found the lens optic torn in two pieces. One loop haptic is broken and bent. Lens was returned dry. There was evidence of clear and reddish residue on optic surface. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon inserted an aq2010v +22.00 diopter three piece silicone lens. The haptic bent on implant into the patient's right eye. The lens was removed with no patient injury. No incision enlargement and no suture required. Backup lens, same model and size was implanted. Cause of bent haptic is unknown.

Manufacturer narrative:
Method: device history record review, medical review. Results: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may damage the haptic. Physician report does not indicate that any exceptional event or condition would have caused the complaint issue. Per medical review: reportedly, intraoperative lens exchange was performed to address bent haptic of a 3-piece silicone iol noted during insertion. No reported incision enlargement or any other tissue damage. According to report, dated on (B)(6) 2016, there was no patient injury and another lens was successfully implanted. The same report stated that the cause of the event was unknown. No reported postoperative sequelae. It should be noted that patient was (B)(6) during surgery and per dfu indications: "the silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction" and therefore, there is no sufficient safety and effectiveness data to support use of this lens in such patients. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).